Manufacturer narrative:
Device was received with some cosmetic damage. Initial testing confirmed reported problem: nitrous oxide flow higher then it is set for. When nitrous oxide is expected to be 2 lpm, actual flow goes to about 14 lpm, which is already maximum possible flow for nitrous oxide. Cause could not be determined at this time. This model was discontinued in 2010.

Event description:
User reported multiple patients feeling ill effects when using this flowmeter for nitrous oxide. The flowmeter showed oxygen 3 lpm, nitrous oxide 0%, meter read between 3-4 lpm output. Changed the gas mix to 50% oxygen / 50% nitrous oxide while maintaining 3 lpm on the flowmeter, but the actual output volume jumped and fluctuated between 8-15+ lpm.